Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal extraperitoneal colpopexy, anterior colporrhaphy and placement of mesh for correction of pelvic floor defect due to vaginal wall prolapse and post hysterectomy. It was reported that following insertion the patient experienced urinary urgency, urinary/bowel problems, incontinence and frequency. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal pressure, atrophic vaginitis, urinary tract infection and cystocele.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems.